Manufacturer narrative:
The pump had a blank display due to a corroded battery cap contact. The test battery cap was used and the pump passed the functional testing, including the operating currents measurement, self-test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. The pump was monitored for several days and no blank display anomaly was noted. No damage was found on the lcd isolation tape. The pump had minor scratches on the display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer had put in a new battery and the insulin pump had been fine until it just stopped working. The corner of the screen was scratched. The insulin pump was not dropped nor was it exposed to moisture. The customer's blood glucose level was unknown. The insulin pump's display did not return during troubleshooting. The insulin pump was returned or analysis.